Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pain pelvic/ pelvic pain-severe (constant at times; infrequent at others)") and genital haemorrhage ("excessive and abnormal bleeding / abnormal bleeding") in an adult female patient who had essure (batch no. 626144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst, epigastric discomfort, abdominal pain, pseudotumor, diabetes mellitus, constipation chronic, hearing loss bilateral and recurrent urinary tract infection. She denied use of alcohol or drug use. Previously administered products included for birth control: mirena iud from 2004 to (B)(6) 2007; for an unreported indication: macrobid. Concurrent conditions included obesity, multigravida, parity 3 (date of birth: ((B)(6) 2003, (B)(6) 2004, (B)(6) 2007)), nonsmoker, general anesthesia, allergic reaction to analgesics, drug allergy, allergic reaction to analgesics, chest pain, musculoskeletal pain, cervical radiculopathy, neck pain, neck strain, low back pain, hyponatremia, meningitis, subarachnoid bleeding, uremia, tubal ligation, acute myocardial infarction, anxiety, coronary artery disease, gastroesophageal reflux disease and amenorrhea. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions-rashes"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines/ headaches") and headache ("migraines/ headaches"). On an unknown date, the patient experienced infection ("infections"). The patient was treated with medroxyprogesterone acetate (depo-provera), cortisone, solpadeine (tylenol 1), ibuprofen (motrin), surgery (total hysterectomy (uterus and cervix removed)) and bilateral salpingectomy) and surgery (hysteroscopy/ dilation & curettage/ novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia had resolved and the vaginal haemorrhage, menorrhagia, weight decreased and infection outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she did not alleged essure caused birth defects. An essure device was placed first in the patient's left tubal ostia and deployed with approximately 5 loops showing. A second device was placed in the patient's right tube with approximately 6 loops showing. The hysteroscope was then withdrawn and the patient was taken to the recovery room in good condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion on (B)(6) 2016: surgical pathology report: clinical history: menorrhagia. Final pathologic. Diagnoses: endometrium, curetting: dyssynchronous endometrium with evidence of exogenous progesterone effect clinical history :amenorrhea, pelvic pain, suspected hematometra. Final pathologic diagnoses cervix: chronic cervicitis. No squamous or glandular dysplasia. Uterus: 82 g uterus. Serosal fibrovascular adhesions. Fibrotic endometrium with hemosiderin-laden macrophages consistent with ablation. Degenerative tissue and blood consistent with hematometra. Adenomyosis. Right and left fallopian tubes: two benign fallopian tubes. (B)(6) 2016:surgical pathology report:gross examination (uterus, cervix and bilateral fallopian tubes) the specimen consists of a uterus with attached bilateral fallopian tubes. The 82 g symmetric uterus is 7.5 cm from fundus to ectocervix, 5 cm from cornu to cornu, and 3.5 cm from anterior to posterior serosa. The serosa is tan with a few adhesions. The cervical os is 1 cm in diameter and slit-shaped. The endocervical canal is patent and unremarkable. The endometrium variegated tan to red, 2.5 cm in diameter and ranges from 0.1 to 0.3 cm in thickness. The endometrium contains three possible polyps, 0.6 to 1.3 cm in diameter and blood fluid. The myometrium is 2 cm in maximum thickness and no nodules are identified.the myometrium contains two coiled wires in the fundus, 1 cm in length and 0.1 cm in diameter. The right 7.5 cm fimbriated fallopian tube is 0.5 cm in diameter. No adhesions are identified. Representative sections are submitted. The left 7 cm fimbriated fallopian tube ranges from 0.4 to 0.6 cm in diameter. No adhesions are identified. Representative sections are submitted. Review of blocks: 1 uterine serosal shave. 2 anterior cervix. 3 posterior cervix. 4-5 anterior endomyometrium. 6-7 posterior endomyometrium. 8 possible endometrial polyps. 9 right fallopian tube and fimbriae. 10 left fallopian tube and fimbriae quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pain pelvic/ pelvic pain-severe (constant at times; infrequent at others)") and genital haemorrhage ("excessive and abnormal bleeding / abnormal bleeding") in an adult female patient who had essure (batch no. 626144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst, epigastric discomfort, abdominal pain, pseudotumor, diabetes mellitus, constipation chronic, hearing loss bilateral and recurrent urinary tract infection. She denied use of alcohol or drug use. Previously administered products included for birth control: mirena iud from 2004 to (B)(6) 2007; for an unreported indication: macrobid. Concurrent conditions included obesity, multigravida, parity 3 (date of birth: ((B)(6) 2003, (B)(6) 2004,(B)(6) 2007)), nonsmoker, general anesthesia, allergic reaction to analgesics, drug allergy, allergic reaction to analgesics, chest pain, musculoskeletal pain, cervical radiculopathy, neck pain, neck strain, low back pain, hyponatremia, meningitis, subarachnoid bleeding, uremia, tubal ligation, acute myocardial infarction, anxiety, coronary artery disease, gastroesophageal reflux disease and amenorrhea. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions-rashes"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines/ headaches") and headache ("migraines/ headaches"). On an unknown date, the patient experienced infection ("infections"). The patient was treated with medroxyprogesterone acetate (depo-provera), cortisone, solpadeine (tylenol 1), ibuprofen (motrin), surgery (total hysterectomy (uterus and cervix removed)) and bilateral salpingectomy) and surgery (hysteroscopy/ dilation & curettage/ novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia had resolved and the vaginal haemorrhage, menorrhagia, weight decreased and infection outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she did not alleged essure caused birth defects. An essure device was placed first in the patient's left tubal ostia and deployed with approximately 5 loops showing. A second device was placed in the patient's right tube with approximately 6 loops showing. The hysteroscope was then withdrawn and the patient was taken to the recovery room in good condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion on (B)(6) 2016:surgical pathology report:clinical history: menorrhagia. Final pathologic diagnoses: endometrium, curetting: dyssynchronous endometrium with evidence of exogenous progesterone effect clinical history :amenorrhea, pelvic pain, suspected hematometra. Final pathologic diagnoses cervix: chronic cervicitis. No squamous or glandular dysplasia. Uterus: 82 g uterus. Serosal fibrovascular adhesions. Fibrotic endometrium with hemosiderin-laden macrophages consistent with ablation. Degenerative tissue and blood consistent with hematometra. Adenomyosis. Right and left fallopian tubes: two benign fallopian tubes (B)(6) 2016:surgical pathology report:gross examination (uterus, cervix and bilateral fallopian tubes) the specimen consists of a uterus with attached bilateral fallopian tubes. The 82 g symmetric uterus is 7.5 cm from fundus to ectocervix, 5 cm from cornu to cornu, and 3.5 cm from anterior to posterior serosa. The serosa is tan with a few adhesions. The cervical os is 1 cm in diameter and slit-shaped. The endocervical canal is patent and unremarkable. The endometrium variegated tan to red, 2.5 cm in diameter and ranges from 0.1 to 0.3 cm in thickness. The endometrium contains three possible polyps, 0.6 to 1.3 cm in diameter and blood fluid. The myometrium is 2 cm in maximum thickness and no nodules are identified.the myometrium contains two coiled wires in the fundus, 1 cm in length and 0.1 cm in diameter. The right 7.5 cm fimbriated fallopian tube is 0.5 cm in diameter. No adhesions are identified. Representative sections are submitted. The left 7 cm fimbriated fallopian tube ranges from 0.4 to 0.6 cm in diameter. No adhesions are identified. Representative sections are submitted. Review of blocks: uterine serosal shave. Anterior cervix. Posterior cervix. Anterior endomyometrium. Posterior endomyometrium. Possible endometrial polyps. Right fallopian tube and fimbriae. Left fallopian tube and fimbriae . Most recent follow-up information incorporated above includes: on 24-jan-2018: plaintiff fact sheet & medical record received. Events " abnormal bleeding (vaginal, menorrhagia, rashes on face & legs, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight loss, hair loss are added. Lot number added. Lab data updated. Concomitant drug & history added. Historical drug & condition added. Patient, product & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pain pelvic/ pelvic pain-severe (constant at times; infrequent at others)") and genital haemorrhage ("excessive and abnormal bleeding / abnormal bleeding(general)") in an adult female patient who had essure (batch no. 626144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes not completely blocked". The patient's medical history included ovarian cyst, epigastric discomfort, abdominal pain, pseudotumor, diabetes mellitus, constipation chronic, hearing loss bilateral and recurrent urinary tract infection. She denied use of alcohol or drug use. On (B)(6) 2016:surgical pathology report:clinical history: menorrhagia. Final pathologic diagnoses: endometrium, curetting: dyssynchronous endometrium with evidence of exogenous progesterone effect clinical history :amenorrhea, pelvic pain, suspected hematometra. Final pathologic diagnoses cervix: chronic cervicitis. No squamous or glandular dysplasia. Uterus: 82 g uterus. Serosal fibrovascular adhesions. Fibrotic endometrium with hemosiderin-laden macrophages consistent with ablation. Degenerative tissue and blood consistent with hematometra. Adenomyosis. Right and left fallopian tubes: two benign fallopian tubes (B)(6) 2016:surgical pathology report:gross examination (uterus, cervix and bilateral fallopian tubes) the specimen consists of a uterus with attached bilateral fallopian tubes. The 82 g symmetric uterus is 7.5 cm from fundus to ectocervix, 5 cm from cornu to cornu, and 3.5 cm from anterior to posterior serosa. The serosa is tan with a few adhesions. The cervical os is 1 cm in diameter and slit-shaped. The endocervical canal is patent and unremarkable. The endometrium variegated tan to red, 2.5 cm in diameter and ranges from 0.1 to 0.3 cm in thickness. The endometrium contains three possible polyps, 0.6 to 1.3 cm in diameter and blood fluid. The myometrium is 2 cm in maximum thickness and no nodules are identified.the myometrium contains two coiled wires in the fundus, 1 cm in length and 0.1 cm in diameter. The right 7.5 cm fimbriated fallopian tube is 0.5 cm in diameter. No adhesions are identified. Representative sections are submitted. The left 7 cm fimbriated fallopian tube ranges from 0.4 to 0.6 cm in diameter. No adhesions are identified. Representative sections are submitted. Review of blocks: 1 uterine serosal shave. 2 anterior cervix. 3 posterior cervix. 4-5 anterior endomyometrium. 6-7 posterior endomyometrium. 8 possible endometrial polyps. 9 right fallopian tube and fimbriae. 10 left fallopian tube and fimbriae current weight as of (B)(6) 2018: 209 lbs approximate weight at time of essure placement: 220 lbs. Previously administered products included for birth control: mirena iud from 2004 to (B)(6) 2007; for an unreported indication: macrobid. Concurrent conditions included obesity, multigravida, parity 3 (date of birth: ((B)(6) 2003, (B)(6) 2004,(B)(6) 2007)), nonsmoker, general anesthesia, allergic reaction to analgesics, drug allergy, allergic reaction to analgesics, chest pain, musculoskeletal pain, cervical radiculopathy, neck pain, neck strain, low back pain, hyponatremia, meningitis, subarachnoid bleeding, uremia, tubal ligation, acute myocardial infarction, anxiety, coronary artery disease, gastroesophageal reflux disease and amenorrhea. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions-rashes/ rashes or skin conditions type: rashes on face & legs") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines/ headaches") and headache ("migraines/ headaches"). On an unknown date, the patient experienced infection ("infections"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), cortisone, ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) and surgery (hysteroscopy/ dilation & curettage/ novasure ablation on (B)(6) 2016 and total hysterectomy (uterus and cervix removed)) and bilateral salpingectomy-robotic assistance). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, menorrhagia, fatigue and alopecia had resolved and the weight decreased and infection outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she did not alleged essure caused birth defects. An essure device was placed first in the patient's left tubal ostia and deployed with approximately 5 loops showing. A second device was placed in the patient's right tube with approximately 6 loops showing. The hysteroscope was then withdrawn and the patient was taken to the recovery room in good condition. Discrepancy noted in essure confirmation test: (B)(6) 2008 transvaginal ultrasound results: total bilateral occlusion. Was told in (B)(6) 2008 by healthcare provider: tubes not completely blocked continue on birth control for another 2 months. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Ultrasound scan vagina - in (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-nov-2018: plaintiff fact sheet received. Event tubes not completely blocked was added. Event outcome was updated for the event: abnormal bleeding (vaginal, menorrhagia). Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and infection ("infections"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and infection outcome was unknown. The reporter considered genital haemorrhage, infection and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.